Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Additionally, draw volume testing of the customer samples was performed and low draw volume was not observed as the samples met required specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Additionally, testing of the customer samples was conducted and low draw volume was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg is not coming up to filled line /up to mark. Only 1 ml sample is coming in 2 ml glucose tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.